Event description:
It was reported during an open reduction internal fixation of the right forearm, while closing with the prr35 skin stapler, it was the surgeon's opinion one side of the staple legs were not properly closing. The surgeon removed approx 10 skin staples and opened a new skin stapler to complete the case. There was no consequence to the pt. 3/30/98 the rep reports the device (prw35) worked for a little, then one side of the staples would not come out. The md removed ones that were in--they did not come together properly.